Event description:
The customer stated that, after changing their reservoir, they noticed that there were air bubbles in it. The sizes of the bubbles were the size of champagne or bigger. The customer stated that they have been suffering from unexplained high blood glucose levels, but they did not provide specific values. The customer was not using the proper techniques of rewinding the reservoir and they were not storing the insulin at room temperature. The customer declined performing troubleshooting for their high blood glucose and stated that they had treated with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).